Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 3rd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Customer returned open 31gx8mm bd pen needle without a tear drop label attached. The consumer reported that pen needles would not complete flow check and non patient end of pen needle was bent. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was bent. No evidence of manufacturing defect was observed. The sample could not be tested for a clog due to the damage to the npe cannula. The bent npe cannula would be the cause for no flow through the pen needle, hence, the user would think the pen needle was clogged. Since the sample was returned after use the probable cause of the bent npe cannula is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The npe cannula was bent after the user handled the pen needle. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 10 bd ultra fine¿ pen needles were unable to prime. The following information was provided by the initial reporter: consumer reported found 10 pen needles that would not complete flow check. Discarded 9 out of the 10. Does not reuse.